Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluated and found the power suppler and motor control board to be defectives. The fse replaced the motor control board and the power supply, he replaced the part and the unit was working fine. During further checking the fse found the battery backup of the iabp unit was too low and he suggested to the customer to keep the unit charging for at least 24 hours, if the unit do not switch on the batteries after 24 hours of charging then the batteries also needs to be replaced. The fse later on reported that the batteries were replaced. All functional and safety checks were performed to factory specifications and the unit was handed over to the customer in good working conditions.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit is not switching on. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit is not switching on. No one was harmed